Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2023-06857, 1627487-2023-05056. It was reported the patient experienced ineffective stimulation due to high impedances on both leads and pain at the ipg pocket site. Surgical intervention took place wherein the entire system was explanted and replaced to address the issues. Therapy was restored.